Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with itching, redness, inflammation, and infection under the entire sensor pod area. The skin was prepped with a soap and water prior to sensor insertion. The patient was prescribed an unspecified oral antibiotic. No other patient or event details were available.